Manufacturer narrative:
(B)(4): representative samples were returned for evaluation. Visual and functional inspections were performed and the samples met the requirements.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by a veterinarian that an animal underwent pyometra surgical procedure on (B)(6) 2015 and suture was used on the linea alba. On (B)(6) 2015, the animal's wound was checked and the suture was found broken in the center of the wound, with knots intact.